Manufacturer narrative:
Details of the complaint: the customer reported that a case ended; and when they were setting up for the next case, the monitor froze. The display was frozen with power off screen. The staff attempted to power off, but there was no response. Not in patient use. Investigation conclusion: the issue was initially resolved by power cycling the device. The device may not respond to additional touch input if it is already detecting continuous touch input at another point on the screen. This can occur due to debris on the screen, inadequate grounding, or touch panel failure. As a precautionary measure, nihon kohden (nk) opted to service the unit to replace the touch panel. The complaint device was received by nk. The unit was evaluated and the complaint was duplicated. The front enclosure assembly was replaced to repair the unit. The front enclosure assembly includes the lcd and touch panel. The cause of the issue was touch panel failure, possibly due to electrical damage from outages, surges, or inadequate grounding; or wear-and-tear which depends on device age and frequency of use. Review of the complaint device's serial number shows that the unit was installed 1 year ago and does not have other similar complaints. A similar issue for this customer was investigated and nihon kohden corporation plans to address this issue in g5/g7 software version 02-34 to automatically reset the touch panel controller in the event touch operation cannot be performed. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 - b7 d4 lot number & expiration d6a - d6b d7b d10 concomitant medical device f1 - f14 g4 device bla number g5 g7 h7 h9 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes.

Event description:
The customer reported that a case ended; and when they were setting up for the next case, the monitor froze. The display was frozen with power off screen. The staff attempted to power off, but there was no response. Not in patient use.

Event description:
The customer reported that a case ended; and when they were setting up for the next case, the monitor froze. The display was frozen with power off screen. The staff attempted to power off, but there was no response. Not in patient use.

Manufacturer narrative:
The customer reported that a case ended; and when they were setting up for the next case, the monitor froze. The display was frozen with power off screen. The staff attempted to power off, but there was no response. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.